Event description:
It was reported that during a routine follow-up, it was noted that the left ventricular lead had dislodged. The lead was explanted and replaced on (B)(6) 2014. The patient did not experience any adverse effects.